Manufacturer narrative:
No patient was involved with this event, so no patient demographics are applicable. A medtronic representative inspected the imaging system on-site. It was found that the mvs would not power on. The f11 fuse was found to be open. The f11 and f12 fuses were replaced and the issue was resolved. An electrical failure mode was confirmed, with a blown fuse to be the root cause. Part return requested. No part has been returned to the manufacturer for evaluation. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that when the imaging system was plugged into a known functional power outlet, the mobile view station (mvs) was making a beeping sound. It was also reported that the line power light was reportedly not lit. This occurred outside of any patient involvement. No additional details were reported.